Manufacturer narrative:
The device was returned as part of the asset return process, there was foreign material attached to the scope. Additional findings were as follows: light guide lens was dirty; gap of adhesive on distal end; due to damage on the up/down knob, water tightness was lost; due to a crack on scope body, water tightness was lost; right/left knob had corrosion; grip had a scratch; suction cylinder had discoloration; electrical connector had discoloration due to water leakage; image guide protector had a scratch; light guide lens had a crack; connecting tube had a scratch; adhesive around objective lens was worn; and there was corrosion around forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to humidity invading the light guide lens which led to corrosion. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material attached to the scope. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.